Event description:
An 8f angio-seal device was deployed without reported difficulty. Hemostasis was achieved. Several hours later, the pt lost pulses and was taken to surgery where it was discovered that the device had been deployed at the bifurcation resulting in a near total occlusion of the superficial femoral artery. The device was removed and the pt recovered and was discharged. A pre-placement angiogram was not performed.